Event description:
On (B)(6) 2022 rv defib lead impedance 132, ohms. On (B)(6) 2022 rv defib lead impedance 133 ohms. On (B)(6) 2015 rv defib lead impedance 101 ohms. Caller notes the rv coil impedance had historically trended >100ohms. Was just a little variation to reach the 130ohms 605146944. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).